Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be, "belt temperatures too low after nip roller and heated section." It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. . H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that nurse located a secondary arctic sun device (serial (B)(6)) and tried to restart therapy. The device alerting low flow and therapy stopped. Mss walked through stop therapy, drain, and disconnected the arctic gel pads. Mss discussed reattaching the pads, but patient needed to be taken to heart catheterization for procedure. Mss also advised on proper reconnection and told them to call back if alert persisted once therapy resumed.

Event description:
It was reported that nurse located a secondary arctic sun device (serial (B)(4) and tried to restart therapy. The device alerting low flow and therapy stopped. Mss walked through stop therapy, drain, and disconnected the arctic gel pads. Mss discussed reattaching the pads, but patient needed to be taken to heart catheterization for procedure. Mss also advised on proper reconnection and told them to call back if alert persisted once therapy resumed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.